Manufacturer narrative:
Concomitant devices: smart control, iliac 8x60, catalog number c08060sl, lot number 15291177. The report received from the affiliate indicated that after deploying a smart control stent in a 99% occluded long lesion in the right common external iliac artery, a second smart control was delivered. However, it was noted that the stent shortened when deployed in the lesion. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. Delivery of the sds to the lesion was ipsilateral and no unusual force was used at any time during the procedure. The lesion was pre-dilated prior to stent implantation and the sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. To cover the proximal lesion, a third smart control stent was delivered. The sliding lever was hard to use during stent deployment and the device was removed. The locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. Therefore, a fourth smart control was opened and placed in the lesion without problem. The procedure was completed without patient injury. The products were stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15022017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No excursions were found for lot 15022017. The stent size and lots provided as well as the quantity of stent units provided and released were reviewed and no anomalies were found. Crimped stent 8x60mm lots 15016228, 15019622 and 15016230 were reviewed. It was observed during review of these lots that no nonconformance was generated and no incidents were noted that could be potentially related to the complaint reported. (B)(4). The receiving inspection records for the expanded stent 8x60mm lots 200908070069, 200907300066, 200908140030 and 200908070073 were reviewed, and these lots were deemed acceptable. Review of the lot 15022013 manufactured before complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The lot was accepted per specification and released to the normal process; this issue does not reflect relation to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. Review of the lot 15022018 manufactured after complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint the instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker." It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that after a placing an initial smart control stent (details unknown) in 99% occluded long lesion in the right common external iliac artery, a second smart control (pi#1, c08060sl) was delivered. But the stent was shortened when deployed in the lesion. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. Delivery of the sds to the lesion was ipsilateral no unusual force was used at any time during the procedure. The lesion was pre-dilated prior to stent implantation and the sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. To cover the proximal lesion, a third smart control stent (pi#2, c08030sl) was delivered. But the sliding lever was hard to use during the deployment. The device was removed from the patient. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user to held the handle of the smart control sds flat and straight outside the patient. Therefore, a fourth smart control (details unknown) was opened and placed in the lesion without problem. The procedure was completed without patient injury. No products will be returned. The products were stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use.